Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (arm) after bumping it against a door frame, causing the cannula to dislodge and the cannula also appeared bent. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.